Event description:
It was reported that during a recurrent embolization procedure in the right c6 segment aneurysm, the operator loaded the subject stent into the pre-positioned microcatheter and attempted to position it. However, it was discovered that due to the large size of the recurrent aneurysm and the tortuosity of the patient's vessels, the previously embolized coils obstructed the fluoroscopic view, causing the access route to pass through the center of the coils within the aneurysm. A new access route was required. The operator withdrew the subject stent, but during the retrieval process, the subject stent detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg ¿updated. D9 product available to stryker ¿ updated. D9 returned to manufacturer on ¿updated. Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. During visual inspection the stent was returned having been deployed (the physician removed the stent from the microcatheter and deployed it outside patient's body). The stent was significantly deformed and not opened at one end with the braid wires pinched. The braid wires towards the middle were buckled/compressed. The braid edges at the other end were pulled and frayed. The sdw (stent delivery wire) was returned inside the introducer sheath. The introducer sheath tip was damaged/crushed inwards. The sdw was removed and a ripple of kinks/bends were noted along the distal end. Functional inspection was not conducted. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomalies noted to the device. Additional information provided by the customer did not indicate any issues noted during unpacking or set up of the device, and the device was prepared as per dfu instructions. There was no indication of a user related issue. The anatomy was reported to be severely tortuous. Other devices used in the procedure in conjunction with the subject device was a microcatheter. The delivery catheter and pusher were purged with sterile saline and verified that fluid exits the end of the delivery catheter and pusher. The flow diverter was recaptured back into the microcatheter one time. The position of the delivery catheter was confirmed by visualizing the radiopaque markers and the position of the flow diverter implant was confirmed between the two marker bands. There was no resistance between the delivery catheter and the pusher. There was no resistance encountered during navigation of the flow diverter device to the target lesion. The physician was able to deliver the flow diverter device to the target lesion. There was no resistance encountered during the implant (stent) deployment. There was no high percent stenosis proximal to the stent likely contributing to the inability to deploy the stent. The physician attempted to deploy the stent on the table. Product analysis found the stent was returned having been deployed (the physician removed the stent from the microcatheter and deployed it outside patient's body). The stent was significantly deformed and not opened at one end with the braid wires pinched. The braid wires towards the middle were buckled/compressed. The braid edges at the other end were pulled and frayed. The introducer sheath tip was damaged/crushed inwards. The sdw had a ripple of kinks/bends along the distal end. The excessive damage to the stent indicates it encountered a severe force/resistance during use. The damage to the introducer sheath indicates it was subjected to significant force also. It is most probable the introducer sheath tip was damaged while either advancing it through the rotating hemostatic valve (rhv) or while seating it into the microcatheter hub. As a result of the damage, the stent, during advancement would have become damaged too as force would have also been applied to attempt to push the stent though the crushed/damaged introducer sheath tip. As the sdw would have been used to push the stent through the damaged introducer sheath tip it would have become kinked/bent. In addition, when retracting the stent in the microcatheter it would not have been able to enter the damaged introducer sheath tip and would have subsequently become detached inside the microcatheter. Therefor the crushed/damaged stent introducer sheath tip would most likely have contributed to the reported event. An assignable cause of procedural factors will be assigned to the reported event ¿stent deployed prematurely during use¿ and the analyzed events: ¿stent deployed prematurely during use¿, ¿stent failed/unable to open (when not implanted)¿, ¿stent deformed¿, 'stent introducer sheath distal tip damaged' and ¿sdw kinked/bent' as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.

Event description:
It was reported that during a recurrent embolization procedure in the right c6 segment aneurysm, the operator loaded the subject stent into the pre-positioned microcatheter and attempted to position it. However, it was discovered that due to the large size of the recurrent aneurysm and the tortuosity of the patient's vessels, the previously embolized coils obstructed the fluoroscopic view, causing the access route to pass through the center of the coils within the aneurysm. A new access route was required. The operator withdrew the subject stent, but during the retrieval process, the subject stent detached inside the microcatheter. The subject device was replaced, and the procedure was completed successfully. No clinical consequences were reported to the patient due to this event.